Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5 mg/ml dilaudid at a dose of 0.8 mg/day via an implantable pump for spinal pain. It was reported that the representative was called to a case on (B)(6) 2016 where there was puffiness around the pump/a seroma. The hcp removed the existing pump and catheter and replaced them with a new pump and catheter located on the other side of the patient¿s abdomen. Additional information was received on 2016-nov-16. After the replacement of the system, the patient seemed to be doing well. The representative had not received a call from the hcp to update him further. It was noted that there was puss in the seroma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.